Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging reduced cardiopulmonary reserve, other, reduced lung capacity, labored breathing and pneumonia. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging reduced cardiopulmonary reserve, other, reduced lung capacity, labored breathing and pneumonia. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an unknown dust like contaminate on the ui (user interface) panel, control dial, keypad, top enclosure, blower box, blower motor, rear panel, and the bottom enclosure. Evidence of liquid spots were observed on the blower motor. A dark unknown contaminates on the interior of the ui panel. The device was missing the 2 screws that secure the top and bottom enclosures, and the accessory module and sd cover flip doors. A keratin-like substance was observed on the blower box outlet. (B)(4) addresses the issue of keratin. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box h: patient outcome code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.